Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced&nbsp;low blood glucose level of&nbsp;37 mg/dl. It was unknown how the customer treated.&nbsp; the customer also reported sensor not adhering to the body. Customer was advised the sensor will be replaced